Event description:
It was reported via repair work order that the cot could not raise to max height due to a restraint strap getting caught in the x-frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.